Manufacturer narrative:
The reported complaint of overheating could not be confirmed. Product did not overheat during functional testing. At no time did mdu overheat or lock up. All functions perform as expected. No problem found.

Event description:
It was reported the powermax elite mdu hand control was overheating. A back up device was utilized to complete the procedure. No patient injury or complications were reported.